Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 days post implant of this bioprosthetic valve in the tricuspid position, the patient experienced complete heart block (chb). A permanent pacemaker was implanted. No additional adverse patient effects were reported.